Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 22 mg/dl. The customer was treated with food. The customer has been experiencing low blood glucose for not sure. Customer stated emergency medical service gave him glucose shot. The customer then ate and then blood glucose went up to about 49 or 60 mg/dl. Customer declined to go to the hospital. Customer stated his blood glucose was up to 81 when emergency medical service left. Customer was advised to speak with their health care provider regarding the low blood glucose. The customer was advised to monitor pump.